Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the customer inquired about purchasing internal paddles. Based on the available information, the customer did not report any malfunctions of the device and only requested the internal paddles as a spare part. The rse informed the customer that the internal paddles are available for purchase. No further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer requested spare parts. There was no allegation of a device malfunction. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer is inquiring about purchasing replacement internal paddles. No other information has been provided. There was no reported patient involvement.